Manufacturer narrative:
Exact date unknown, event occurred 2 years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(4). Batch: 15592326.

Event description:
It was reported that the patient was experiencing inadequate stimulation and loss of stimulation. It was also noted that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well post-operatively. The explanted devices were not returned as it was kept by the medical facility.